Event description:
A baxter field corrective action (fca) associate contacted the customer to follow-up on a baxter fca letter and during the call, the home pt (hp) reported that she has had overfull feeling. The baxter field corrective action rep advised the hp to contact baxter global technical services and talk to the nurse or doctor regarding her prescription. There was no pt injury or medical intervention indicated at the time of the initial report. On 19 may 2010 product surveillance spoke with two nurses (rn) who both confirmed this pt had not reported symptoms related to any overfills. Both rn's were confident this pt was referring her symptoms to an episode with peritonitis which was shortly before the fca letter was sent. The rn stated this pt had cut her catheter and had poor technique. The rn stated this pt was sent to the hosp and kept overnight. The rn confirmed the bacteria was determined to be (B) (6). The rn stated the pt performed mid day exchanges during recovery and resumed therapy without any further problems. The rn confirmed this pt has been closely monitored and was doing well with therapy. Medical intervention required. Reporter info: (B) (6) dialysis.